Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. Approximately 100 ml of lh series cleaner leaked from the instrument onto the counter and floor during startup. The leak was not contained. The operator was wearing lab coat, gloves and eyewear at the time of the incident. There was no report of operator exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the leak from broken tubing at vl108 (valve that refills the sheath tank). The fse replaced the tubing resolving the leak. Identification of failure modes: failure mode of the leak is related to broken tubing at vl 108. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to generate erroneous differential and reticulocyte results due to improper diluent flow from the sheath tank to the flowcell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).